Manufacturer narrative:
Approximate age of device - 2 years and 3 months. The customer reported that the explanted pump was no longer available to be returned to the manufacturer for evaluation. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to hemolysis. The patient was reportedly symptomatic prior to the pump exchange. Additional information was requested but was not provided.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.